Event description:
It was reported that auxiliary control unit watchdog event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the pump was in good condition. No apparent contamination was found. Unable to duplicate auxiliary control unit watchdog error at power up. The root cause of the reported issue was not found. No physical or any other damaged was found on main board. Actions taken to mitigate the reported issue: replaced main board for preventive. Performed power up process which passed.